Event description:
Pt had right/left cardiac catheterization, left ventricular angiography, selective left and right coronary angiography performed in 2000. Pt's catheterization site had closure with perclose. In 2000, pt had right groin pain purulent drainage. In 2000, incision and drainage pseudoaneurysm vein graft.